Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-21294, 21295. The pt reported experiencing uncomfortable shocking sensation with both the scs leads. The pt also reported having had several falls recently. F/u identified diagnostics revealed multiple low impedances. Reprogramming was unsuccessful. The pt will undergo surgical intervention to address the issue.